Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but t he numbers were not showing on the display. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.